Manufacturer narrative:
Additional narrative: event date: unknown. Additional product code: lxh. UDI: (B)(4), lot number unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Original implant date unknown for concomitant devices. It was reported the dura was hit with inner shaft of the device and caused a cerebrospinal fluid leak, which required sutures and sealant over the sutures. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a tlif (transforaminal lateral interbody fusion) procedure at unknown levels on an unknown date. Surgeon hit the spinal with the t-pal spacer application inner shaft, tore the dura and caused a csf (cerebrospinal fluid) leak. The dura was sutured and a sealant was placed over the sutures. The dura tear occurred between l2-l5. There was a 25 minutes surgical delay. Standard c-arm images were taken intraoperatively. The surgeon felt that the t-pal inserter tongs that hold the implant were external to the footprint of the implant and interfered with patient anatomy. The surgeon is not satisfied with the design of the t-pal inserter. This complaint involves one device. Concomitant devices reported: applicator outer shaft, (part # unknown, lot # unknown, quantity of 1); applicator knob (part # unknown, lot # unknown, quantity of 1, and t-pal implant (part # unknown, lot # unknown, quantity of 1). This report is 1 of 1 for (B)(4).